Event description:
Initial theophyline result for a pt sample was 2.4 ug/ml. When retested, the result was 21.3 ug/ml. The field service representative repaired the instrument by clearing a blockage in nozzle no. 4.